Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that they received emergency medical assistance due to a low blood glucose of 51 mg/dl on (B)(6) 2020. The customer's other blood glucose when admitted to the hospital was 56 mg/dl. The customer was at 256 mg/dl at the time of the call and declined troubleshooting for the high blood glucose. The customer treated the low blood glucose with food and glucose tablets. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was not using auto mode and automatically adjusting insulin delivery during the event. The customer reports they have been experiencing low blood glucose for the past 3 days. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.